Event description:
Information received on june 24, 2013 states that this device (pacemaker) was on back-up mode, end of life and the reason is unknown. The corrective action was pg revision. The physician was unknown. The facility was (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).